Event description:
Customer reported receiving a motor error alarm on the insulin pump after she replaced the batteries. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected pump turning off anomaly noted. The unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed the test. The device was received with cracked case at display window corners and battery tube threads, minor scratched lcd window and with missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).